Event description:
It was reported that there was a general complaint that the pump experienced channel error when the clinician would "bump" the pump into a wall. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an channel error was not determined because no products or device logs were returned.